Event description:
A voluntary medwatch report was received from a customer indicating bubbles from the infusion cannula went inside the patient's eye during a procedure. Additional information received from the customer indicated the bubbles that were seen did not affect the procedure, and there was no patient impact or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). .